Manufacturer narrative:
The insulin pump alarmed during the rewind due to a motor encoder signal out of phase. The functional testing could not be completed due to the motor error alarm. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube and a cracked reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error and had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that alarm occurs frequently. The customer stated the lower left and the lower right of a display have a crack and a battery loading slott has a crack. The custome also stated a reservoir window has a crack.